Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (1.5 mg at 0.15991 mg/day) and bupivacaine (30 mg at 3.19815 mg/day) via an implantable pump. It was reported that during a phone call, on (B)(6) 2021, the patient reported pain at the pump site following weight loss which was worse when they bend over. It was indicated the event was related to the device or therapy. No actions were taken and the patient had not followed up in the clinic since the report. The issue was unresolved with no further action planned. Additional information received from a healthcare provider via a clinical study reported the patient was examined, on (B)(6) 2021, and revealed abdominal distension which the patient reports in attributing to his pain in the pump site. It was note the patient had persistent pain at the pump site as well. On (B)(6) 2021, the pump was repositioned within the right lower abdominal quadrant. The issue resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.